Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of water ingress on the blower motor. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer hooked up the device to a known good power supply and cord and verified airflow. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found no error logged. The manufacturer concludes there was evidence of water ingress. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. In the previously submitted report section b5 was incomplete, the correct section b5 is- the patient alleged visualization of particles. The patient also alleged of having clogged nose and difficulty breathing. There was no report of serious or permanent patient harm or injury. Section d9, g3 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.the external investigation showed no signs of contamination. The device was hooked up to a known good power supply and cord. Airflow was verified to be operating correctly. The device was likely reset prior to pil receipt due to machine hours being 1390.9 and blower and therapy hours being 0. There were zero errors on the device. The internal investigation showed that there were signs of water ingress on the blower motor. Pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).